Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the extended bolus feature would not display the accurate time of delivery. There was no impact to the customer's blood glucose. The customer declined to troubleshoot the issue with tandem technical support.